Manufacturer narrative:
Block a2 (age, weight): the average patient's age and weight were reported. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block g3: literature source journal article: yamaguchi h et al. Safety of hydrogel spacers for rectal wall protection in patients with prostate cancer: a retrospective analysis of 200 consecutive cases. Int j urol (2023); 30(4): 401-407. Https://doi.org/10.1111/iju.15140 . Block h6: device code (B)(6) captures the reportable event of gel misplacement non-vascular. Patient code (B)(6) captures the reportable event of acute kidney injury. Patient code (B)(6) captures the reportable event of urinary retention. Patient code (B)(6) captures the reportable event of fever. Patient code (B)(6) captures the reportable event of inflammation.

Event description:
Boston scientific corporation became aware of the following events through the article "safety of hydrogel spacers for rectal wall protection in patients with prostate cancer: a retrospective analysis of 200 consecutive cases" written by hisashi yamaguchi, et al. According to the literature, between (B)(6) 2018 and (B)(6) 2022, 190 patients underwent hydrogel injection implementation for proton beam therapy. At the time of diagnosis and before implantation, t3 cases with only anterior prostate capsular invasion on magnetic resonance imaging (MRI) were considered. For the spaceoar implant procedures, local anesthesia consisting of xylocaine 10ml was administered under echo guidance. Fiducial markers were also placed. This report captures the event of a grade 3 corpus spongiosum infiltration for a patient. On the night of the patient's spaceoar implantation, the patient developed a fever, and antibiotics were administered immediately. The patient also experienced inflammation. The patient's symptoms resolved reportedly spontaneously with no sequelae. This report also captures the report of another patient who experienced urinary retention with a grade 3 postrenal acute kidney injury. The patient returned to his previous condition with no major problems after he was provided a urethral catheter and was administered acetated ringer's solution infusion therapy. No further information has been obtained despite good-faith efforts.